Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to exhibiting high, out of range pacing impedance (greater than 3,000 ohms), safety switch to unipolar pacing, rising thresholds, failure to capture and noise. Prior to being explanted, an in-office x-ray image revealed the visual appearance of the rv lead to be intact. During the explant procedure, while pulling back on the rv lead, the tip broke off and dislodged towards the pulmonary artery. Using a specialized sheet, the tip was extracted, but the ring remains in place, and is unable to be removed. A new rv lead was successfully implanted. The rv lead was disposed of at the facility by the physician. Besides surgical intervention, no adverse patient effects were reported.